Manufacturer narrative:
This supplemental is being submitted for completed analysis and investigation. Product event summary: the controller (B)(6) was not returned for evaluation. The controller (B)(6) was lost in transit and not available for evaluation. An internal investigation was initiated to investigate this issue. Review of the controller log files did not reveal any anomalies logged within the last 14 days of available data through (B)(6) 2020. As a result, the reported events could not be confirmed. Of note, it was further reported by the site that the controller (B)(6) was not involved with this event. Applicable risk documentation and experience with events of similar circumstances were considered; possible root causes of the reported data transfer error event can be attributed, but not limited, to a component malfunction within the serial module, a serial port connector malfunction, and/or a marginal internal connection between the serial port connector and the printed circuit board (pcb). A possible root cause of the reported no sound event can be attributed, but not limited, to a damaged speaker and/or a faulty internal component. Additional products: (B)(6). H6: FDA method code(s): b17. H6: FDA results code(s): c20. H6: FDA conclusion code(s): d14. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the first controller would not transfer data. It was also reported that the second controller was not involved in this event.

Manufacturer narrative:
A supplemental report is being submitted for additional event information that the second controller was not involved with this event. The second controller was previously reported in FDA report number 3007042319-2020-05703. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Heartware ventricular assist system: controller 2.0. Model #: 1420 / catalog #: 1420/ expiration date: 28-feb-2018 / serial #: (B)(4); UDI #: (B)(4). Concomitant medical products/therapy dates? No. Device evaluated by MFR? No, device evaluation anticipated, but not yet begun. Mfg date: 28-feb-2017. Labeled for single use? No. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a controller exhibited no alarm when both power sources were disconnected, and another controller would not transfer data. The controllers were exchanged. No patient complications have been reported as a result of this event.